Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the burr could not be removed from the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During removal, it was noted that the 1.50mm burr could not be removed from the rotawire while it was pulled out from the patient's body (y connector); ablation was performed without any issue. The burr and rotawire were then removed together and were not separated outside the patient's body. The procedure was completed with this device. No patient complications were reported.